Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the inflation of the uromax ultra with the inflation pressure of 14, the balloon burst and caused a hole in the ureter. No piece of the balloon was left inside the patient. The procedure was not completed due to this event. A stent was placed in the ureter due to this event, and the patient was hospitalized overnight for observation. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the inflation of the uromax ultra with the inflation pressure of 14, the balloon burst and caused a hole in the ureter. No piece of the balloon was left inside the patient. The procedure was not completed due to this event. A stent was placed in the ureter due to this event, and the patient was hospitalized overnight for observation. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Initial examination of the returned device noted a longitudinal tear running distally to the distal transition zone from approximately 17mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. Taking into consideration the evaluation conducted at the cis and the details of the complaint, this investigation is assigned the most probable root cause classification of operational context. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per (B)(4). (B)(4).